Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the b30 scope communication error, a definitive root cause could not be identified. Additionally, the other error codes reported on the initial report (e216, e204 and e402) were reviewed, and there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke with the customer and advised customer to call to troubleshoot the device. Customer was not sure if the device was power cycled or swapped when hot. Customer will troubleshoot and work with tac to resolve the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii video system center had an error code b30, e216, e204 and e402 for scope communication errors with cv-190 system on various scopes in one room. There was no harm or user injury reported due to the event.